Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Brzezicki, g. (2015). Pipeline embolization device for treatment of high cervical and skull base carotid artery dissections: clinical case series. Journal of neurointerventional surgery j neurointervent surg, 8(7), 722-728. Doi:10.1136/neurintsurg-2015-011653. Mdrs related to this article: 2029214-2016-00586, 2029214-2016-00587, 2029214-2016-00588, 2029214-2016-00589, 2029214-2016-00590.

Event description:
Medtronic received information from literature that a pipeline did not fully expand during a procedure. The patient initially presented with trauma and stroke. The patient was found to have bilateral carotid dissections. On the right, the patient was found to have vessel dissection associated with two enlarging pseudoaneurysms (13.7x6.1mm, 8.6x4.3mm) and no stenosis. Parent vessel size was 4.1mm proximal and 3.0mm distal. The patient failed medical management with warfarin and required endovascular treatment. On the right, two pipeline devices (pli 10, 20) were deployed in the desired position. Balloon angioplasty was used on the construct when the pipeline did not fully expand. Immediate CT angiography (cta) showed near complete obliteration in one pseudoaneurysm and contrast stagnation in the other. The two-month follow-up cta showed complete obliteration of both pseudoaneurysms.